Event description:
It was reported that pwd had called to report a bent cannula, which she believed had bent during insertion because she had not heard as loud and solid of a ¿click¿ when the inserter was fired. The operator of the device was the lay user or patient. There was no patient injury. No patient harm or no patient injury.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.